Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and the reported issue could not be confirmed through system logs. However, error 2-8a logged was noted as significant. During the failure analysis (fa) process, no issues related to the reported event were identified, and the issue could not be replicated on site. The unit was tested on the system, and all operations were successful across all ports. The unit remained powered on for approximately 30 minutes with no unexpected shutdown events observed. No additional errors were recorded in the logs. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general gastric bypass surgical procedure, the customer reported to technical service engineer (tse) that the generator powered off by itself, and the customer did not have to reseat the power cord in order to turn the generator back on. The customer stated that additionally the unit seemed to "run slower" when activating energy compared to their other xi system. Tse was not able to find any associated errors in the logs. The procedure was completed with no reported injury.